Manufacturer narrative:
The customer called in to report that their v200 had shut down after the alarm code, ""alarm message: patient circuit occluded", (diagnostic code 1201) had occurred. Per good faith effort (gfe) response, the customer contacted a third party for repair and the third party determined the sensor was faulty. The third party replaced the sensor to resolve the issue. The customer inquired a third party to replace the sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v200 indicating that the v200 shut down after the alarm code, "alarm message: patient circuit occluded", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that their v200 had shut down after the alarm code, ""alarm message: patient circuit occluded", (diagnostic code 1201) had occurred. The investigation is ongoing.